Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified circumflex artery. A 3.00mm x 15mm emerge¿ balloon catheter was advanced for dilatation. However, upon inflation, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge mr balloon catheter. The balloon was loosely folded with blood on the outside of the device. Microscopic inspection found no damage or irregularities. The balloon was inflated to its rated burst pressure for 5 minutes and device did not leak or loose pressure. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified circumflex artery. A 3.00mm x 15mm emerge¿ balloon catheter was advanced for dilatation. However, upon inflation, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.